Manufacturer narrative:
Patient weight is unknown. Date of event is estimated. Date of explant is estimated (B)(6) 2019.

Event description:
It was reported that the patient experiencing an infection at the ipg site soon after implant date. The patient in turn had the ipg explanted in (B)(6) 2019. The patient was hospitalized for a week and treated with IV antibiotics. The patient was released from the hospital and prescribed oral antibiotics upon discharge. The infection has since been resolved.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.